Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller independently reset the pump prior to contacting technical support, and after the reset, no further error codes were displayed. The caller successfully initiated a new sensor session.